Event description:
It was reported that the patient underwent a surgery for an unrelated reason. During the procedure, the atrial lead exhibited the noise and insulation anomaly at the proximal end of the lead. The lead was capped and replaced successfully. The patient was stable throughout the whole event.

Manufacturer narrative:
A connector portion of the partial lead measuring 15.4cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.